Manufacturer narrative:
The microsensor was not returned for evaluation (discarded) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a patient was sent to the hospital due to an aneurysm rupture and subarachnoid hemorrhage. Then the physician conducted the paraventriculostomy with medtronic external ventricular drainage system and icp microsensor implantation with the codman microsensor on (B)(6) 2020. After the procedure, the patient got infection treated with antibiotics and secondary hydrocephalus. The cause of the infection was not confirmed and the type of organism is unknown.